Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils was broken into pieces'), perforation ('perforation'), device dislocation ('migration') and infection ('infection') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced this condition prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), infection (seriousness criterion disability), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia") and dyspareunia ("pain during intercourse"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device dislocation, infection, menorrhagia, pelvic pain, back pain, abdominal pain, alopecia, fibromyalgia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fibromyalgia, infection, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: she never experienced this condition prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event infection, perforation and migration were added. Essure implant and removal dates updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils was broken into pieces'), perforation ('perforation'), device dislocation ('migration') and infection ('infection') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced this condition prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), infection (seriousness criterion disability), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia") and dyspareunia ("pain during intercourse"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device dislocation, infection, menorrhagia, pelvic pain, back pain, abdominal pain, alopecia, fibromyalgia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fibromyalgia, infection, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: she never experienced this condition prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils was broken into pieces'), perforation ('perforation'), device dislocation ('migration'), infection ('infection') and abortion late ('spontaneous abortion at 20 weeks') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis. She never experienced this condition prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), infection (seriousness criterion disability), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia"), dyspareunia ("pain during intercourse") and abortion late (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies after essure"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device dislocation, infection, menorrhagia, pelvic pain, back pain, abdominal pain, alopecia, fibromyalgia, dyspareunia, pregnancy with contraceptive device and abortion late outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion late, alopecia, back pain, device breakage, device dislocation, dyspareunia, fibromyalgia, infection, menorrhagia, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she never experienced this condition prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Patient reported-"has had 4.-5 spontaneous abortions since then ,with I being at 20 week" events pregnancy with essure and 4-5 spontaneous abortions are captured in case (B)(4) and events pregnancy with essure and spontaneous abortion at 20 weeks captured in this case. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, medical history added. Events: pregnancy with essure, spontaneous abortion at 20 weeks, device ineffective added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils was broken into pieces'), perforation ('perforation'), device dislocation ('migration'), infection ('infection') and abortion spontaneous ('spontaneous abortion at 20 weeks') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis. She never experienced this condition prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), infection (seriousness criterion disability), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia"), dyspareunia ("pain during intercourse") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancies after essure"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device dislocation, infection, menorrhagia, pelvic pain, back pain, abdominal pain, alopecia, fibromyalgia, dyspareunia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device breakage, device dislocation, dyspareunia, fibromyalgia, infection, menorrhagia, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she never experienced this condition prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Patient reported-"has had 4.-5 spontaneous abortions since then ,with I being at 20week" events pregnancy with essure and 4-5 spontaneous abortions are captured in case (B)(4) and events pregnancy with essure and spontaneous abortion at 20 weeks captured in this case. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her essure coils was broken into pieces") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. In 2015, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). At the time of the report, the device breakage, menorrhagia, pelvic pain, back pain, abdominal pain, alopecia, fibromyalgia and dyspareunia outcome was unknown. The reporter considered device breakage, menorrhagia, pelvic pain, back pain, abdominal pain, alopecia, fibromyalgia and dyspareunia to be related to essure. The reporter commented: she never experienced this condition prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and, approximately six years after insertion was informed that one of her essure coils was broken into pieces. Subsequently, plaintiff underwent a hysterectomy to remove her essure coils. Device breakage is anticipated in the reference safety information for essure. The exact date and mechanism of device breakage are not known, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and, approximately six years after insertion was informed that one of her essure coils was broken into pieces. Subsequently, plaintiff underwent a hysterectomy to remove her essure coils. Device breakage is anticipated in the reference safety information for essure. The exact date and mechanism of device breakage are not known, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. In addition, non-serious events were reported. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.